Manufacturer narrative:
(B)(4). It was reported that on an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection amikacin, ip-intraperitoneally (dose and frequency not reported). Two days after being admitted to the hospital, the patient was discharged. The outcome of the peritonitis was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).